Event description:
It was reported that a malfunction, indicated by malf 3, occurred with no prior notable events. There was no adverse impact to the customer¿s blood glucose level, with values not exceeding 500 mg/dl. The customer was instructed to use multiple daily injections (mdi) as a backup therapy, and a replacement pump was arranged by technical support. The customer was also guided on returning the faulty pump and acknowledged the instructions provided.